Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that all tests passed at incoming. It was noted that the upper case and lower case were broken, the keypad must be replaced, the output connectors were broken, the battery drawer was broken, there were missing bails from the back case, two brackets were missing from the back, the ring was bent, and the flextape was corroded. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was damaged mechanically at multiple spots, screws and battery compartment were missing. The epg was returned to the manufacturer for repair. There was no patient involvement.